Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported device failure was confirmed as broken vessel locator wings were observed. The clip remaining on distal end of the device was not confirmed; however, was indicated to have fallen off at the account. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. It was reported that no angiogram was performed. It should be noted that the starclose se instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. Also, reported was the physician was not trained in the use of the starclose se device. It should also be noted that the starclose se IFU states: federal law restricts this device to sale by or on the order of a physician (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received stating: reportedly, the clip was at the distal end of the device when it was removed from the patient anatomy. After removal from the patient anatomy, the clip came off of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device via a 5f sheath after a visceral angiogram diagnostic procedure. Reportedly, after advancing the thumb advancer, the device "came apart". Manual arterial compression was applied to achieve hemostasis. No femoral angiogram was reportedly taken. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reported not to be trained in the use of the starclose se device. No additional information was provided.